Event description:
A customer contacted beckman coulter inc. (Bci) regarding false low results for cartridge chemistries (cc) generated by the unicel dxc 600i synchron access clinical systems. Two patient samples were tested during the night shift for multiple assays and obtained results were reported out of the lab. The original specimens were retested and repeated results were higher for all analytes. Corrected reports were issued. The customer believes results were corrected before the physician could see them. It is not believed that treatment was impacted based upon the false low results.

Manufacturer narrative:
The customer reported to hotline that qc was out of specifications, and chemistries were failing calibration. A field service engineer (fse) was dispatched: the fse replaced the main vacuum pump. Upon recur, false low pivotal cc chemistries results could cause/contribute to serious injury. A malfunction will be assumed for the purpose of this report.